Event description:
It was reported that during the temporary implant of this right ventricular (rv) lead, the patient experienced a decrease in blood pressure that was treated with additional medication. Echocardiography was performed and slight pericardial effusion was confirmed, however pericardiocentesis was not required. It was suspected that these conditions were caused by a perforation. The procedure was abandoned, and the patient was transported to another health care facility. The device is not expected to return. No additional adverse patient effects were reported.